Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was not holding charge. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began at an unspecified date and time during (B)(6) 2015. The patient informed the csr that she manages her diabetes with oral medication (metformin 250mg; diabeta 5mg) and rapid insulin (humalog) and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿nausea, vomiting and extreme tiredness¿ at an unspecified date and time during (B)(6) 2015 after the alleged meter issue began. In response to her symptoms, the patient reported receiving phone advice from her doctor to take glucose tablets. The patient denied that her blood glucose was tested with any other device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that the patient had charged the meter until the ¿charge complete¿ message had appeared and based on the patient¿s testing frequency and usage, the battery did not need to be recharged. The csr noted that the alleged issue was a recurring issue. The alleged meter issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ serious injury criteria and they did not receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.